Event description:
St jude medical was contacted by the physician on 9/30/98 who relayed the following: on 9/29/98, the pt telephoned the physician's office to report that he was not feeling well. During this telephone conversation, the pt became unresponsive. The paramedics were called. When the paramedics arrived the pt was reportedly in ventricular fibrillation and was externally defibrillated six times. The pt was transported to the hosp. The pt became comatose, neurologically unresponsive and placed on a ventilator. The pt was admitted to the hosp and the device was turned off. Further info rec'd by the st jude medical field clinical engineer on 9/30/98 reported that she had viewed the x-rays that had been taken of the device which appeared to show a fracture of the defibrillation lead in the area of the proximal defibrillation coil at the subclavian and an indentation on the pace/sense lead at the same point. Since admission to the hospital, the device has been manipulated in the pocket, an act which produces noise on the egm. On 10/9/98, the physician's office informed st jude medical that the pt had died on 10/5/98.